Event description:
The caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. Despite this issue, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Actions taken included instructions from customer technical support for the caller to inspect the pump and pneumatic tap area, remove the o-ring from the pneumatic tap, and clean the area using an alcohol wipe or lint-free cloth. The customer could not load a new cartridge at the time but planned to do so once home. Subsequently, customer support was keen to follow up to ensure the issue was resolved, leading to the cartridge issue being resolved and the pump being replaced.